Event description:
It was reported that a patient underwent a total joint arthroplasty of touch cmc1 prosthesis on (B)(6) 2026. Intraoperatively she showed signs of soft bone, the cup after impaction immediately subsided and rotated ulnar. Subsequently, during the 6-wk follow-up it was discovered the trapezium has fractured causing the implant to fail; the radial side of the trapezium fractured, and the cup has dislodged. Reported patient limited function, no trauma was reported. The patient underwent a revision surgery on (B)(6) 2026, the neck and cup were explanted, and the surgeon performed a suspensionplasty.

Manufacturer narrative:
All information reasonably known to the importer is included in this report.